Event description:
Patient reported being admitted to the hospital for a laparoscopic robotic kidney surgery. No further information provided. Patient does not consent to be contracted. Reporter doesn¿t consent for manufacturer follow up.